Event description:
It was reported by company representative that patient had withdrawal, diarrhea, abd cramping and increased pain for the past two days. Representative reported patient might had fall. Representative reported patient had said she falls frequently. The pump had been interrogated and its logs checked and no alarms were present. Volume discrepancy was not checked but recommended. A dye study was discussed but not performed. Discussed a therapeutic bolus be performed if not medically contraindicated. Patient outcome not indicated as of the time of this report. System used to deliver clonidine, bupivacaine and dilaudid. If additional information becomes available, a report will be provided.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8703, lot# j94133000, implanted: 1994-(B)(6), product type catheter. (B)(4).